Event description:
A report was received that the patient was experiencing worsening pain at the ipg site radiating down to the lower extremities. It was also reported that the patients ipg was non-functional and expired. The patient was given muscle relaxers as the ipg could not be charged. The patient underwent a replacement procedure.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing worsening pain at the ipg site radiating down to the lower extremities. It was also reported that the patients ipg was non-functional and expired. The patient was given muscle relaxers as the ipg could not be charged. The patient underwent a replacement procedure.